Manufacturer narrative:
One device was returned for evaluation. The device was examined visually and microscopically. The complaint is confirmed. The root cause is attributed to significant force applied to the fusezone. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for the lot number were found.

Manufacturer narrative:
One device is expected to be returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The user reported that when they removed the catheter and wire from the patient they noticed the tip had separated where the purple catheter meets the black tip. Nothing was left inside the patient and the patient was not injured. The separated tip remained on the wire when it was removed.